Event description:
It was reported that during a lap. Gastric bypass procedure, on the third firing on the stomach and the angle of hiss with a blue cartridge, the firing lever was pulled three times. After the firing stroke was completed, the jaws would not release from the tissue. The manual release lever was pulled three times and the device still would not release. Another device was used to cut the device off, and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the ec60 device was returned with no visual non-conformances and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although, the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it is possible that the device was clamped over thicker tissue then indicated creating higher internal stresses, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.